Event description:
Before packages opened, particles in packaging found 2 in stock. Reported to vendor and returned defective product (cook medical). Manufacturer response for perc ncircle® nitinol tipless stone extractor, cook medical (per site reporter) rga issued and requested product to be returned. A no charge replacement will be sent.